Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that after the percutaneous coronary intervention (pci), the physician attempted to insert the angio-seal locator into the sheath, however, the locator was not inserted into the sheath because the tip of the locator had a kink. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. There was no patient injury/medical or surgical intervention required. The blood loss was less than 250cc. There were no other devices or equipment being used with the reported product.